Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitants: 02-010-01-0235 - logic femoral ps cem left sz 3.5, 2843046; 02-010-01-0335 - logic femoral ps cem right sz 3.5, 2945721; 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, 2579797, 2842184; 1500-s - cemex system 80g, aa7196; 200-02-32 - three peg patella 32mm, 2993769, 3609655; 201-78-89 - 3" drill bit, mod. Hex 2 pack, 3612440. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a male patient, initial bilateral knee implanted on (B)(6) 2014, who was implanted with optetrak devices, including optetrak logic tibial inserts, size 3.5, 9 mm made of polyethylene, underwent a left knee revision procedure on (B)(6) 2022, approximately 7 years 11 months post the initial implant procedure upon information and belief, the loose components and osteolysis in plaintiff¿s left knee was due to premature polyethylene wear of the tibial insert. Despite undergoing revision surgery, plaintiff experiences daily pain and discomfort in his left knee which limits his activities of daily living and impacts his quality of life.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.